Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump requested a minimum of (B)(4) units after filling the cartridge with insulin during the load process. The contact was able to reload the same cartridge and complete the load. The customer's blood glucose level was 340 mg/dl with mild ketones. The customer had taken a bolus.